Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional of a clinical study regarding a patient with an implantable neurostimulator (ins) for spinal pain. On (B)(6) 2017, the patient reported he was not receiving the same pain relief from the device as before. The physician recommended reprogramming. An appointment was made but there was no records of the follow-up. On (B)(6) 2017, the patient reported the pain level decreased and that he was able to function better. No action was taken and the event resolved without sequelae. The event was possibly related to the device or therapy and was not related to the implant procedure. The etiology was unknown and noted that the device possibly needs reprogramming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported the event was due to programming. The final programming date for the most recent interrogation prior to the event occurred on (B)(6) 2015.